Event description:
On (B)(6) 2012, the pt noticed a leak around the plunger of her insulin cartridge in her infusion device. The pt replaced the cartridge and was able to dry the small amount of insulin that had leaked inside the cartridge compartment of the infusion device. F/u with the pt revealed that there were no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for eval.